Manufacturer narrative:
An investigation is currently underway. It is currently unk whether reportable (serious) injury occurred or just uncomfortableness was experienced. A follow up MDR will be filed.

Event description:
It has been reported that pts have complained about how much the head section bounces.